Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed following defects: the connecting tube and bending tube appeared to be heavily squeezed at several times. Black dots in the image indicated that two ig fibers broke. There was a perforation on the rubber of the bending section. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to a distributor of olympus. The distributor found that there was a hole on the rubber of the bending section. After the hole was sealed, the subject device was reprocessed using an etd-3 at the distributor. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the subject device tested positive for unspecified microorganism. There was no report of infection associated with this report.